Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the stent was unable to cross the lesion. The 85% stenosed target lesion was located in the severely calcified and tortuous mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x20mm maverick2 balloon and with the utilization of a pt2 guide wire, the advancement of a 3.0x28mm taxus express2 drug eluting stent, but it was unable to cross the lesion. Another attempt was made to pre dilate the lesion with an unknown balloon catheter but again the stent was not able to cross the lesion. There were no patient complications. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. A visual and microscopic examination found that the middle section of the stent was damaged. Three rows of stents in the middle section of the stent were slightly crushed. This damaged section was measured with a snap gauge and found to have an approximate diameter of 1.26mm. This was 0.13mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked approximately 18.8cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined an no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.